Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a distal left anterior descending artery (lad). A 20 x 2.50 promus elite mr stent was deployed in the lad. Following stent deployment, a proximal edge dissection in the proximal part of the stent was noticed. To cover the edge dissection, a 20 x 2.50 promus select was deployed proximally to the first stent, overlapping it and covered the dissection. The procedure was successfully completed, and the patient was reported to be stable and fully recovered following the procedure.